Event description:
It was reported that the infusion device failed to provide an occlusion error or alert message resulting in elevated blood glucose levels between 200 mg/dl and 300 mg/dl.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Correction - catalog # and unique identifier (UDI) # was updated in section d4.